Event description:
Device issue: dislodged stent. Time of device issue: during use. Adverse event: none. It was reported that during a diagonal artery stenting procedure, after stenting the left anterior descending artery (lad) and prior to pre-dilatation of the lesion, the xience stent system met resistance while attempting to reach the lesion in the diagonal artery. The resistance was thought to be from the stent placed in the lad. The stent system was removed, the lesion dilated with an unspecified balloon and the xience stent system was again placed into the anatomy. Upon reaching the lesion, the balloon was inflated to deploy the stent; however, it was noticed that the stent was not on the balloon. At that point, it was noticed that the stent had dislodged and was sitting at the tuohy-borst valve. The xience system was removed from the anatomy and a second xience stent was deployed at the lesion successfully. There was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.